Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the returned pump revealed a motor/gear train anomaly/corrosion and-or wear and-or lubrication and motor/gear train anomaly/stall due to shaft-bearing.

Event description:
It was reported the patient experienced flu like symptoms noted as chills, feels nauseated, tired and increased pain. The pump was alarming. The pump was interrogated and a motor stall occurred on (B)(6) 2013 and did not recover. A critical alarm was heard during interrogation, pump tube set was greater than 48 hours. Additional information reported the cause of the motor stall was unknown. The patient has not had a recent MRI. The plan was to replace the pump. The patient status was indicated as alive - no injury. The pump was delivering baclofen, bupivacaine and dilaudid additional information reported the patient was seen at the physician¿s office (B)(6) 2014 and the pump was turned to minimum rate because it has stopped and restarted two times since the original report. The patient was scheduled to have his pump replaced on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l51342, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was later reported that the patient¿s status after the device was removed was recovered without sequela. Per pump logs provided, the pump setting were examined on 2014 (B)(6) and showed a multiple motor stalls and recoveries. Additional information has been requested, but it was not available as of the date of this report